Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the instrument was unable to be controlled and the cable was found to be broken. A backup instrument was used and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the dissecting forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "found the cable snap". Failure analysis found the primary failure of a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. The yaw pulley showed no signs of arcing. Due to the broken conductor wire, the electrical continuity test could not be performed. The instrument was found to have a broken bipolar yaw pulley. A broken piece approximately .065 x .211 was missing because of the breakage. This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument. Root cause of this failure is attributed to user.